Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and verified the reported issue. The cause of the reported issue was determined to be due to faulty reed switch, sw5. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device doesn't turn on when the lid is opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device doesn't turn on when the lid is opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.